Manufacturer narrative:
(B)(4).

Event description:
Overheating. The device got very hot and then stopped working. No other information provided.

Manufacturer narrative:
Evaluation - one powermax elite service replacement, part number (B)(4) was received on (B)(6) 2015 and confirmed to be serial number (B)(4) as reported in the complaint. The reported complaint has been confirmed. Unit failed functional testing and gave a ¿motor stall¿ error when using a d2 control unit. Further inspection has found that the motor has seized and will not rotate. The cable was removed from the motor housing, corrosion was found at the base of the motor. Further disassembly of the motor was not possible as the motor is stuck inside the housing as a result of internal corrosion. It appears that this unit has leaked over time from exposure to cleaning and sterilization. A review of the device history record for serial number (B)(4), shows that this unit passed all acceptance criteria and was released for distribution on or about (B)(6) 2014. The complaint investigation has concluded that this unit has succumbed to expected wear and tear and is in need of non-warranty repair. (B)(4).